Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) incision site has opened and the icm has moved towards incision opening. The icm remains in use. No patient complications have been reported as a result of this event.